Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure while trying to adjust a set screw, the tip of the driver snapped off. The broken tip was unable to be removed and remains in the patient. No further details are known at this time.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.